Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was sitting at the table and then her insulin pump beeped. Customer's blood glucose was 74 mg/dl at the time of the incident. Customer stated that she has a new pump and a lady at the clinic set it up. Customer did her first set change tonight and her pump beeped. Customer stated that the beep anomaly occurs sporadically. Customer was assisted in performing the self test and the pump passed. Customer stated that the pump did vibrate during the self test. Customer was advised that the pump will need to be replaced as she stated that she still feels uncomfortable with the pump. Customer was advised to revert to a back-up plan. Customer ran the high pressure test and stated that she has several air bubbles. Customer passed the high pressure test and was assisted with manual prime after clearing the no delivery alarm. Customer was able to successfully get through manual prime. Customer stated that the insulin was stored at room temperature.